Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during routine testing, the device did not operate as expected. A flipped bit was suspected. A manual guided reset was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance data was returned and analyzed. A manual guided reset was requested and confirmed to have been successful.

Event description:
It was reported that during routine testing, the device did not operate as expected. A flipped bit was suspected. A manual guided reset was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.